Manufacturer narrative:
(B)(4). The device history record could not be reviewed as the lot number is unknown. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
"Implantable cook-swartz doppler probe versus synovis flow coupler for the postoperative monitoring of free flap breast reconstruction" journal of plastic, reconstructive & aesthetic surgery, march 2014, 67, 960-966. In this retrospective study, the authors reviewed 111 consecutive free flap breast reconstructions which were monitored post-operatively using the synovis gem microvascular anastomotic flow-coupler over a three-year period (january 2009 - january 2012). Adverse outcomes totaled five (5) cases requiring or takeback.